Event description:
A customer reported to baxter (B)(4) an interlink catheter extension set in which the tubing split during a computed tomography (CT) pulmonary angiogram. There was a patient involved; however, there were no reports of patient injury, medical intervention or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. Visual inspection as well as functional tests were performed. No defects were observed in the sample. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required. Customer follow-up received on (B)(4) 2011 confirmed that the device was being used with an automated injector. The actual tubing split just distal to the connector with the wings. They use the power injectors all the time and this is the first time this has happened.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.